Event description:
It was reported that during a da vinci-assisted lysis of adhesions - isolated surgical procedure, when the 8mm vessel sealer extend (vse) instrument was taken out of the box, there was a rattling sound heard. The customer still installed the vse instrument and tried to use it, but the jaws would not open. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.